Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number:2017865-2024-73101, related manufacturer reference number:2017865-2024-73104. It was reported that the patient presented with a pocket infection. The entire system was explanted and replaced. The patient was in stable condition.